Manufacturer narrative:
A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. A further investigation is pending and will be completed upon product's return to the manufacturer. Complaint # (B)(4). ; record ID (B)(4).

Event description:
The customer reported that prior to insertion of an intra-aortic balloon (iab) there was a possible leak noted. Blood was found in the internal membrane of the iab upon insertion. The first iab was replaced and cardiac support through intra-aortic balloon therapy was provided, there were no reported malfunctions with the second iab. The patient expired, but the death is not attributed to the device. The date of the patient death is unknown. The report is for the first iab that was reported to have a possible leak.

Manufacturer narrative:
Correction: statement "the root cause cannot be determined" is invalid as there was no confirmed malfunction. (B)(4). The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was found inside the iab catheter. Two kinks were found on the catheter tubing near the y-fitting approximately 75.2cm and 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The root cause cannot be determined. (B)(4).

Event description:
The customer reported that prior to insertion of an intra-aortic balloon (iab) there was a possible leak noted. Blood was found in the internal membrane of the iab upon insertion. The first iab was replaced and cardiac support through intra-aortic balloon therapy was provided, there were no reported malfunctions with the second iab. The patient expired, but the death is not attributed to the device. The date of the patient death is unknown. The report is for the first iab that was reported to have a possible leak.